Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had a scratched screen and damage to the battery cover. The device event log was unable to be downloaded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message that indicated corruption of the memory of the circuit board. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the date of the event was (B)(6) 2018.